Event description:
It was reported that the shutter/latch was broken and the light was turning on and off on the lightsource. No pt involvement or harm was reported.

Manufacturer narrative:
Additional info will be provided once investigation is completed.